Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a single inappropriate shock due to t and p wave oversensing. The episode was reproducible on the clinic follow up, the device was reprogrammed, and an x ray was performed. Nonetheless, the technical services (ts) recommended to replace the s-ICD system since all three sensing vectors were determined to be unsuitable and there was no option to reprogram. The patient has a history of inappropriate shocks due to non physiologic artifacts possibly related to a sense b sensing issue. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a single inappropriate shock due to t and p wave oversensing. The episode was reproducible on the clinic follow up and the device was reprogrammed. An x ray was performed and it was recommended to replace the s-ICD system due to the inappropriate shocks. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a single inappropriate shock due to t and p wave oversensing. The episode was reproducible on the clinic follow up, the device was reprogrammed, and an x ray was performed. Nonetheless, the technical services (ts) recommended to replace the s-ICD system since all three sensing vectors were determined to be unsuitable and there was no option to reprogram. The patient has a history of inappropriate shocks due to non physiologic artifacts possibly related to a sense b sensing issue. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a single inappropriate shock due to t and p wave oversensing. The episode was reproducible on the clinic follow up, the device was reprogrammed, and an x ray was performed. Nonetheless, the technical services (ts) recommended to replace the s-ICD system since all three sensing vectors were determined to be unsuitable and there was no option to reprogram. The patient has a history of inappropriate shocks due to non physiologic artifacts possibly related to a sense b sensing issue. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.